Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix/lobe distorted/bent. Additional findings of distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism, tip seal observation and damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the tip of the lead helix caught on the valve and it was stretched out during attempts to free the helix from the valve. The lead was removed and replaced. No patient complications have been reported as a result of this event.